Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was not able to charge the ins and they were seeing a reposition antenna screen. The patient tried pressing the green buttons and was seeing a screen telling them that the unit needed to be replaced, but the patient was not able to pull this screen up to confirm what they were seeing on the patient programmer because it would not power up. The patient was unable to change the programmer batteries because they were at work. The patient had not charged the ins in about a month due to non-compliance. The patient was redirected to their managing physician. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient's device non-functional for the last three months. It was reported that the patient hadn't charged their implant for 8 months and that it was dead. The patient didn't charge the ins because it wasn't helping. A manufacturer representative planned to meet with the patient to perform a jumpstart. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the ins was overdischarged because patient hadn't recharged it since (B)(6) 2018. The patient stopped using the ins because their leg pain was feeling better. A physician mode reset was performed and the battery was charged to 25%. The patient was instructed to charge the ins to full. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.